Event description:
It was reported that, "on (B)(6) 2011, primary that was performed on the patient. On (B)(6) 2011, it was discovered that an adm x3 insert 28/46mm was implanted into an mdm liner 46f (B)(4). The surgeon was notified immediately on (B)(6) /2011. The surgeon recommended revision surgery to the patient with an adm x3 insert 28/52mm and biolox delta ceramic v40 femoral head 28mm. The other components in situ. The revision surgery was uncomplicated."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available then it will be submitted in a supplemental report. This is the same patient/event as MFR # 9616680-2011-00301.